Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No alarms noted. No damage found on interface board noted. The insulin pump was monitored for several days and no blank display anomaly noted. However, the insulin pump was received with corroded battery tube. The insulin pump had cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The insulin pump had not been dropped or bumped or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The blood glucose reading was 386 mg/dl. The display did not return after cleaning the battery cap and inserting a new battery. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.